Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissor instrument was observed arcing. The monopolar curved scissors (msc) instrument sustained a 1mm defect to the scissor tip cover at the wrist of the instrument. The instrument was inspected prior to use, the scissor tip cover was applied appropriately, no orange of the shaft of the instrument was noted to be seen during use. The msc was working as intended prior to the event, monopolar energy was produced without any complications, settings were at 35 coagulation, 35 cut. The surgeon noted burns to the body of the uterus and witness an arcing event while activating monopolar energy with the mcs instrument. The instrument was then exchanged and replaced with a backup, the procedure continued and completed robotically. No intervention was required to address the burns to the uterus, it was intended to be removed as part of the planned procedure. There was no injury to the patient. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not create an RMA for the instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the master supervisory controller (msc) logs and dvstream events was performed by an intuitive quality engineer. Follow-up with the site field service engineer indicated that the da vinci 5 system at this site is system ID (B)(4). Based on a review of the site procedures, 3 hysterectomy procedures were performed on event date dec-9-2024. No procedures on the subject event date involved a backup monopolar curved scissors (msc) instrument being used. The first procedure of the day was the only procedure which involved the mcs instrument being removed and reinstalled several times. A review of the instrument logs was performed on the subject mcs (pn: 470179-21/batch-seq: k11240808-0126) indicates that this procedure was the final use of the instrument. A review of the dvstream event data confirmed the mcs was plugged into the monopolar port with energy settings of 35 on cut and coag. A review of the msc logs indicates no relevant error messages or alerts. No defective RMA was created for the instrument. Log review cannot be performed for the tip cover accessory as accessories to not get captured by system logs. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. This issue can be resolved by using an alternate tip cover accessory to complete the procedure. This issue is also captured in the fmea for 8mm instruments (B)(4) via risk (B)(4). No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.